Manufacturer narrative:
The complaint alleges the slideprep instrument (catalog number 491346 and serial number (B)(6) had cross contamination. Customer reported cross contamination periodically occurring on slides. After a customer run, streaking was found on slides corresponding to first quad bundle. Service verified all bundles were level and then adjusted the z max height of the quad bundles. Service ran calibration check to confirm settings, then customer ran prep only and stain without any issues or errors; the instrument was turned back over to the customer for normal use. This complaint is a confirmed failure of the instrument, and the root cause cannot be determined with the information provided. Review of device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were available, and no returned material investigation could occur. Bd quality will continue to monitor trends associated with the failure mode described in this complaint.

Event description:
It was reported after using bd totalys slideprep, cross-contamination of patient samples was seen in the sample/instrument. The instrument's quad bundle touches the slides, leading to cross-contamination on the slides. No contamination spread throughout the instrument. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after using bd totalys slideprep, cross-contamination of patient samples was seen in the sample/instrument. The instrument's quad bundle touches the slides, leading to cross-contamination on the slides. No contamination spread throughout the instrument. No adverse impact was reported regarding the patient or user.